Event description:
It was reported that a user alleged the ilet system drove glucose low despite alerts, necessitating frequent carbohydrate intake and prompting a request to return the device; the user reported distrust of the device and support and indicated intent to publicize the experience. No clinical symptoms associated with hypoglycemia with a reported nadir of 40 mg/dl and approximately two hours under 70 mg/dl. Outcomes included the user decision to discontinue therapy with device return approved without medical intervention. Customer care provided support that included coordination of product return logistics. Investigation of this case revealed the cause of hypoglycemia was unclear based on the available information, with no confirmed device malfunction identified through complaint handling to date. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.